Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated non-boston scientific right ventricular (rv) lead exhibited pacing impedance measurements that were greater than 2,000 ohms. The clinician wanted to know the exact impedance values. It was noted that there was no noise observed on the lead, and pacing threshold measurements were slightly increased; however, this patient did not require pacing. A review of device data showed the pacing impedance measurements had been increasing steadily for the past six to seven months, and the highest value was 2,379 ohms, recorded by the device the previous day. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service with no changes to the system planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.